Event description:
It was reported by the customer's wife, that the customer received a motor error alarm. According to the customer's wife, the customer was attempting to deliver a bolus and the pump only delivered half of the programmed amount of insulin and then alarmed motor error. Customer's blood glucose level at the time 188mg/dl. It was also reported that the customer had a low blood glucose level at the time of 18mg/dl. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the basic occlusion test and displacement test. No motor error alarms were noted. However, the insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The motor was tested outside of the device and passed. The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a missing end cap sticker.